Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Surgeon says that cement appears to be different to usual consistency. Both mixes of same cement appear to be a different consistency - less shiny - at around 1 minute.

Event description:
Additional information was received: a. How was the cement prepared for use? In a standard mixing bowl, liquid first then powder. B. What equipment was used to prepare / mix the cement? Was it done by vacuum technique? - in a standard mixing bowl without vacuum seal c. What was the timing to mix and the time between mixing and setting? Mixing time was 45 seconds and setting was approximately 5-6 minutes for both mixes, about 5 minutes apart d. What equipment was used to deliver the cement? Spatula that came in the bowl e. What was the storage temperature of the cement prior to usage? Unknown ¿ hospital is letting me know f. What was the or temperature during use of the cement? ? Target was 19 degrees g. Was there any temperature issues ? This hospital has documented temperature fluctuation where the gauge says 19 but it feels hotter in the specific theatre we have been using. H. Was the cement used under expiry ? Yes within expiry date.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: according to the information received, ¿surgeon says that cement appears to be different to usual consistency. Both mixes of same cement appear to be a different consistency - less shiny - at around 1 minute. Surgeon [name] commented that the cement feels more chalky and like ¿there wasn't enough liquid¿ cement appeared to go off at normal time¿ the product was not returned to depuy synthes, however photos were provided for review. Review of the photographic evidence found nothing that could be related to a product malfunction, only the patient labels were provided as evidence. A retain sample test performed by the manufactured in a temperature and humidity-controlled laboratory revealed that the reported cement mixed and behaved as expected for the product type and met the appropriate control specification. The reported complaint condition was not able to be replicated. As per the instruction for use (IFU-0630132), "bone cements are heat sensitive. Any increase or decrease in temperature (either ambient, and/or of the cement components and mixing equipment) from the recommended temperature of 73 °f (23 °c) will affect the handling characteristics and setting time of the cement. Additionally, variations in humidity will affect the cement handling characteristics and setting time". A manufacturing record evaluation was performed for the finished device [3325040 / 4360235] number, and no non-conformance's / manufacturing irregularities related to the malfunction were identified during manufacturing. The overall complaint was not confirmed as the observed condition of the depuy cmw 2g 40g during the retain sample test would not contribute to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device [3325040 / 4360235] number, and no non-conformance's / manufacturing irregularities related to the malfunction were identified during manufacturing. Added: d10: concomitant.